Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's speech has been bad since implant. The patient clarified by stating his voice became weakened, was low at times, and it was difficult to get words out. Additional information was received from a health care provider (hcp). It was reported the actions/interventions taken to resolve the difficult speech included replacing the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.